Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 25-jul-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that it needed to replace the whole keyboard as user reported something spilled to the keyboard to anes machine. A field service engineer cleaned the keyboard and inspected; no issues were found and performed proactive inspection. The customer verified the proactive inspection. The system functioned as intended after the field service engineer cleaned the device.

Event description:
It was reported that when using the bd pyxis¿ anesthesia station es, user reported that something was spilled on the keyboard and requested for keyboard replacement. There were no adverse events or injuries reported based on this event.